Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to the pyxis. A technical support specialist (tss) identified that the issue was a latency from an unknown source causing structured query language queries to time out when sent by the application to the data base server. The tss performed a knowledge article "no one can login due to domain response" on the application server to switch off the idc. The tss also identified a service starting failure and connection failure and confirmed that the ag was fully online now and was connected. The tss confirmed that the root cause of the issue was after moving the re-index task to a different time and having the customer block those select queries and moved back the re-index to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, dispensing orders not crossing from epic to pyxis. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, dispensing orders not crossing from epic to pyxis. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.